Manufacturer narrative:
As received, only the distal segment of the lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with those occurring at the time of the procedure. (A1) (c1).

Manufacturer narrative:
As received, only the distal segment of the lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with those occurring at the time of the procedure.

Event description:
Related manufacturer number: 2938836-2017-35201. During follow-up, high voltage lead impedance was observed to be high and out of range. Imaging revealed no anomalies. The lead and device were explanted and successfully replaced. Additional information has been requested and not yet received. The patient was in stable condition.